Event description:
The introducer sheath was inserted via the right subclavian approach. The guide wire was inserted using a small incision at the insertion site. Then the sheath/dilator was inserted. After the dilator was removed, resistance was encountered while trying to remove the guide wire. The guide wire began to unravel and separated with a portion remaining in situ. The piece of guide wire was removed in interventional radiology. There were no pt complications.